Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead, 50cm model # sc-3138-35 serial # (B)(4) description: scs phiii ext 35cm model # sc-4318 lot # 19872757 description: clik x anchor the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the trial patient underwent an explant procedure due to an infection. There was a rare color at the lead extension site and some liquid had expelled from the site. The physician assessed that the infection may be device related due to the outflow of the lead extensions to the outside of the body. The patient was treated with antibiotics. A seroma was also observed and treated with a compression bandage.